Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. It was noted that the device programming and usage have not changed. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, the device will not deplete to the elective replacement indicator (eri) battery status within 90 days and it is recommended that the device either be replaced or have the battery status reevaluated in 90 days time. Boston scientific technical services (ts) contacted the physician with the device data analysis results. The physician indicated that they had scheduled the patient for another in-office visit in three (3) months and will consider scheduling the next follow-up in two (2) months instead. Ts also discussed with the physician the possibility of performing an additional device data analysis in two (2) months via a patient-initiated interrogation (pii). Ts also left a voicemail message with the associated boston scientific representative (rep) to inform them of the analysis results. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. It was noted that the device programming and usage have not changed. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, the device will not deplete to the elective replacement indicator (eri) battery status within 90 days and it is recommended that the device either be replaced or have the battery status reevaluated in 90 days time. Boston scientific technical services (ts) contacted the physician with the device data analysis results. The physician indicated that they had scheduled the patient for another in-office visit in three (3) months and will consider scheduling the next follow-up in two (2) months instead. Ts also discussed with the physician the possibility of performing an additional device data analysis in two (2) months via a patient-initiated interrogation (pii). Ts also left a voicemail message with the associated boston scientific representative (rep) to inform them of the analysis results. The device remains in service at this time. No adverse patient effects were reported. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. It was noted that the device programming and usage have not changed. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, the device will not deplete to the elective replacement indicator (eri) battery status within 90 days and it is recommended that the device either be replaced or have the battery status reevaluated in 90 days time. Boston scientific technical services (ts) contacted the physician with the device data analysis results. The physician indicated that they had scheduled the patient for another in-office visit in three (3) months and will consider scheduling the next follow-up in two (2) months instead. Ts also discussed with the physician the possibility of performing an additional device data analysis in two (2) months via a patient-initiated interrogation (pii). Ts also left a voicemail message with the associated boston scientific representative (rep) to inform them of the analysis results. The device remains in service at this time. No adverse patient effects were reported. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.